Event description:
Planned revision surgery. Patient complaining of pain. Surgeon concerned about radiolucent lines on xray. Tritanium cup removed and replaced with zimmer cup.

Manufacturer narrative:
The event was not confirmed as as the reported device was not returned and a medical review was not performed because insufficient information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Planned revision surgery. Patient complaining of pain. Surgeon concerned about radiolucent lines on xray. Tritanium cup removed and replaced with zimmer cup.